Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 24-jun-2022. H6: investigation summary: customer returned (9) 3/10cc, 6mm, 31g syringes. Customer states that there is liquid in syringes and comes out of needle when plunger is depressed. All returned syringes were tested and 5 out of 9 samples exhibited a small, clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced foreign matter contamination. The following information was provided by the initial reporter: my wife and I have recently discovered that some of the syringes have liquid in them, once we take the sterile syringes out of the bag and take the orange and clear caps off the top and bottom, there's a little bit of space left inside the syringe and if we depress it and close it one or two drops of liquid come out of the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0189393, medical device expiration date: 2025-07-31, device manufacture date: 2020-07-07. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced foreign matter contamination. The following information was provided by the initial reporter: my wife and I have recently discovered that some of the syringes have liquid in them, once we take the sterile syringes out of the bag and take the orange and clear caps off the top and bottom, there's a little bit of space left inside the syringe and if we depress it and close it one or two drops of liquid come out of the needle.

Manufacturer narrative:
Investigation summary: customer returned several images of polybags. However, no images of the syringes were returned. No visual inspection of the syringes can be performed. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, embecta was unable to confirm the customer¿s indicated failure of foreign matter on the syringe. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced foreign matter contamination. The following information was provided by the initial reporter: my wife and I have recently discovered that some of the syringes have liquid in them, once we take the sterile syringes out of the bag and take the orange and clear caps off the top and bottom, there's a little bit of space left inside the syringe and if we depress it and close it one or two drops of liquid come out of the needle.